Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months after the primary surgery, the surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 13 february 2024: lot 2106543: (B)(4) manufactured and released on 06-sep-2021. Expiration date: 2026-jul-07. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported event during the period of review.